Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. During the advancement of the clip inside the delivery tube, the vessel locator automatically released itself. The clip was not released and the physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. The device history record for this lot did not produce any findings that attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.